Event description:
It was reported that following recent exacerbation physical therapy, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced, this was reported in MDR-2025-06470. The issue was resolved post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction sections - a1, a3a, date of birth, d1, d4 model number, d4 catalog number, d4 serial number, d4 lot number, d4 expiration number, d4 priory unique device identification number, d6a, d6b, d10, e1 reporter first/given name, e1 reported last name, e1 reported name, e1 reported phone number, e1 reported address line 1, e1 reported city, e1 reporter state, e1 reported postal office or zip code.